Event description:
It was reported that during a cartridge change the device did not allow activation of the press-and-hold function, as the button did not illuminate. The user exited the mode by restarting the ilet through the mobile app and then completed a firmware update, after which normal operation resumed and insulin delivery continued. No adverse clinical effects and no change in blood glucose reported. Outcomes included no interruption requiring medical care, no hospitalization, and no alarms. Investigation included technical support troubleshooting and user education, device restart via the mobile app, and verification of a completed software update. Investigation of this case revealed that the device functioned as expected after software update and restart, with no further malfunction observed. It was concluded that the event was addressed through software update and standard troubleshooting, with the device operating normally post-intervention.